Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low resulting in an insufficient drain. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 12:09:27. During night drain cycle four, the patient's ultrafiltration reading was 2294ml, indicating the patient drained 1994ml more than their maximum programmed fill volume of 2000ml. No additional information is available.